Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the hex connection of the implant is damaged. The doctor removed the implant and placed another one in the same site.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection. The collar of the implant shows significant signs of tool damaged, and the drive feature is confirmed to be damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The alleged complaint was confirmed. A root cause cannot be determined.

Event description:
Doctor indicated that the hex connection of the implant is damaged. The doctor removed the implant and placed another one in the same site.